Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during a routine follow up, it was found that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) and right ventricular (rv) lead pacing impedance measurements greater than 3000 ohms. It was noted that while in bipolar configuration, the pacing impedance had decrease from out of range values to normal limits. Upon performing isometrics and pocket manipulation, the changes in impedance were reproduced on the rv channel only, and loss of captured was also identified. Additionally, pacing inhibition due to myopotential noise was observed in some atrial and ventricular stored events. As a safety precaution, the patient was hospitalized and both leads were reprogrammed to unipolar configuration. It was discussed that the patient has good atrioventricular conduction but has sick sinus syndrome. The measurements in unipolar configuration are stable and the patient is fine. A system revision will be performed but it has not yet been scheduled. A request was made to have data from this device analyzed, but the results are not available at this time. The ra and rv leads are non-boston scientific products. The device remains in service and no adverse patient effects were reported. Additional information was received. Technical services (ts) reviewed data from this device and explained that the reason for the lss on both leads might be related to a fretting inside the header bore, and recommended reprogramming in such case. Troubleshooting steps were provided, which were later followed by the physician. No noise could be reproduced for both leads, and out of range impedance measurements or loss of capture were not observed. Following ts indications, the physician made the decision to explant and replace the pacemaker device and keep the non-boston scientific leads implanted. The patient is fine and will be monitored. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during a routine follow up, it was found that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) and right ventricular (rv) lead pacing impedance measurements greater than 3000 ohms. It was noted that while in bipolar configuration, the pacing impedance had decrease from out-of-range values to normal limits. Upon performing isometrics and pocket manipulation, the changes in impedance were reproduced on the rv channel only, and loss of captured was also identified. Additionally, pacing inhibition due to myopotential noise was observed in some atrial and ventricular stored events. As a safety precaution, the patient was hospitalized, and both leads were reprogrammed to unipolar configuration. It was discussed that the patient has good atrioventricular conduction but has sick sinus syndrome. The measurements in unipolar configuration are stable and the patient is fine. A system revision will be performed but it has not yet been scheduled. A request was made to have data from this device analyzed, but the results are not available at this time. The ra and rv leads are non-boston scientific products. The device remains in service and no adverse patient effects were reported. Additional information was received. Technical services (ts) reviewed data from this device and explained that the reason for the lss on both leads might be related to a fretting inside the header bore, and recommended reprogramming in such case. Troubleshooting steps were provided, which were later followed by the physician. No noise could be reproduced for both leads, and out of range impedance measurements or loss of capture were not observed. Following ts indications, the physician made the decision to explant and replace the pacemaker device and keep the non-boston scientific leads implanted. The patient is fine and will be monitored. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that during a routine follow up, it was found that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) and right ventricular (rv) lead pacing impedance measurements greater than 3000 ohms. It was noted that while in bipolar configuration, the pacing impedance had decrease from out of range values to normal limits. Upon performing isometrics and pocket manipulation, the changes in impedance were reproduced on the rv channel only, and loss of captured was also identified. Additionally, pacing inhibition due to myopotential noise was observed in some atrial and ventricular stored events. As a safety precaution, the patient was hospitalized and both leads were reprogrammed to unipolar configuration. It was discussed that the patient has good atrioventricular conduction but has sick sinus syndrome. The measurements in unipolar configuration are stable and the patient is fine. A system revision will be performed but it has not yet been scheduled. A request was made to have data from this device analyzed, but the results are not available at this time. The ra and rv leads are non-boston scientific products. The device remains in service and no adverse patient effects were reported.